Manufacturer narrative:
Updated contact information. Manufacturing site evaluation: manufacturing records show that this shunt assistant valve was manufactured by a qualified employee in june 2011. No deviations were identified during assembly. The valve was inspected as article fv471t. The valve has a normal pressure range of 0 to 20 cmws. All required parameters were approved and product specifications met during the manufacturing process. Following final inspection, the valve was sterilized by miethke and released for shipment. Investigation: the valve was received for analysis submersed in an unidentified liquid in the return kit. Initial visual examination found no significant deformation or damage of the valve. Testing: permeability testing confirmed the valve is permeable. However, the flow rate was lower than expected. As this is a fixed pressure valve, adjustment testing and braking force/function testing are not applicable. To investigate the claim of over/underdrainage, the opening pressure was measured using a miethke computer-controlled testing apparatus which simulates cerebrospinal fluid flow. The valve was tested in a vertical position and did not operate within the acceptable tolerance. Specifically, the opening pressure was lower than expected, indicating a tendency towards over drainage. Finally, the valve was dismantled. A significant build-up of substances (likely protein) within the valve was identified at that time. No further anomalies were identified and all other specifications were met. Conclusion: based on our investigation, we were able to confirm that the shunt assistant valve was operating in an over drainage state. We can exclude manufacturing defects at the time of product release as the valve was confirmed to have met all specifications of the final inspection. Although no specific conclusions can be drawn, it is possible that the reported issue may relate to the deposits observed within the valve during the analysis. As described in our literature, this is a known, inherent risk of hc-therapy involving shunt implants and no manufacturing relationship is established. Reports of this type will continue to be monitored. At this time, no trend for reports of this type has been identified.

Manufacturer narrative:
Aesculap, inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439) exemption number: e2017044. Implant date: (B)(6) 2012 (exact date unknown). When additional information is received, a follow up report will be submitted.

Event description:
It was reported that the valve blocked. The explanted product was delivered to miethke with the return kit inside an unknown liquid. The file is entered with limited information. Patient height: 150 cm.